Event description:
Patient reported having elevated blood glucose of 596 mg/dl. The patient was taken to the hospital and was immediately put on an insulin drip. The patient was discharged in 04/2006 and diagnosed with heart issues. The patient feels the device is working properly.